Manufacturer narrative:
E1: initial reporter address: (B)(6), (B)(6) hospital. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked within the over pouch. The device contained smof lipid (soybean oil, medium-chain triglycerides, olive oil, and fish oil lipid emulsion). This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: device manufacture date ¿ the lot was manufactured between may 26-27, 2023. H11: the actual device and two photographs were received for evaluation. A visual inspection was performed on the actual sample and the leakage was not easily identified. The returned photographs were reviewed, and it was noted that leakage into the overpouch was visible. Functional testing was performed on the actual sample, and it was noted that there was a leak identified at the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.